Manufacturer narrative:
Device received with broken battery tube threads noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, rewind test and basic occlusion test. Device failed prime/a33 test at 3.0lbs due to faulty force sensor system. Unable to perform occlusion test, excessive no delivery test or verify motor error due to prime anomaly. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.